Event description:
It was reported that a patient experienced a connection issue between the patient connector of a transfer set and a non-baxter plastic adapter. This occurred during use of device for peritoneal dialysis therapy. The transfer set fell off and came apart at the silicone tubing at the male patient connector by the plastic adapter that connects to the catheter. There was no patient injury; however, the patient received prophylactic antibiotics as a precautionary measure. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to h6 and h10. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.